Event description:
Proximal fenestrated graft component successfully placed. Distal graft component deployed and proximal and distal trigger wires released. During removal of the tapered tip and gray positioner, the delivery system became stuck. We were pulling quite a bit and saw the distal graft moving down. We placed a coda balloon from the contralateral side to stabilize the proximal end of the distal graft. We loosened the pinvice and advanced the tapered nose cone. We proceeded to advance the sheath over the gray positioner and noticed a wire curled up in the iliac. By moving the sheath and the gray positioner upwards, we freed the delivery system from entanglement of the distal trigger wire that had sheared off, and were able to remove the gray positioner out of the sheath with normal ease with the trigger wire still attached to the distal end of the graft. We were planning to snare the wire to retrieve it, but the pt's pressure had dropped due to a perforated iliac. We maintained occlusion with the coda balloon up the contralateral side and took an angio to verify the position of the rupture in the mid common iliac. We placed a long 13mm zsle limb graft, and covered the internal iliac artery to seal the rupture. Once stabilized, we ballooned open the contralateral gate of the distal graft that had been pulled down into the iliac. The contralateral limb graft was successfully deployed and balloon expandable stents were placed at the native bifurcation to keep the limbs from kinking off in the future. We also placed a bare metal stent in the right external iliac to tack off the remaining free flowing wire that had not been covered with the limb graft. The renal stents were recannulated, ballooned and reflared to ensure they were perpendicular and apposed nicely. A final angio showed no evidence of endoleak. The iliacs were not tortuous, or calcified, and no additional torque was placed on the distal graft upon ...

Manufacturer narrative:
Upon inspection of the returned delivery system, it appears that a stent point from the distal internal z-stent became jammed on the dilator tip. The damage to the dilator tip is consistent with a large amount of force being applied to the delivery system, most likely during attempted withdrawal of the delivery system. There is no evidence of trigger wire breakage, however, it is possible that the wire seen by the physician was part of the distal z-stent that was damaged by the dilator tip. Due to the poor quality of procedural imaging received, this cannot be confirmed. It is unk how the dilator tip became caught on a z-stent point as there are a number of controls in place to ensure that the delivery system will not catch the graft, which include: each stent point is rounded. Each stent point on an internal stent is secured with double loop stitch with four locking knots and this is 100% inspected. The distal end of the dilator tip is tapered to fit onto the uat and is secured to the uat with glue. It is possible that the suture between the stent point and graft material broke or the distal end of the dilator tip was not sitting flush with the uat, however, this cannot be confirmed. It is also possible that pt anatomy caused a stent point to protrude inwards; however, from the imaging provided, the anatomy does not appear to be tortuous. The mfg work order is complete and correct and there is no evidence that the device was not mfg according to spec. The IFU sent with the device states "do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur." It also states "care should be taken not to damage the graft or disturb graft positioning after graft placement in the event of re-instrumentation of the graft is necessary." As this is the first complaint of this type for this device, and there is no evidence that the product was not mfg according to spec, no action will be taken at this time. The mandatory requirement to always check complaints history during a complaint investigation will ensure that any increase in trends will be constantly monitored.